Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 0, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided instructions for resetting the pump. After the reset, the malfunction code did not recur.